Event description:
Per phone conversation with the patient's mother: the mother indicated her son received an amplatzer septal occluder (aso) on (B) (6) 2009. Following a successful procedure, the patient¿s mother noticed something did not look right and the physician was called. An echocardiogram determined that the device had embolized through the left atrium, mitral valve, and into the left ventricle (lv). The device had slightly damaged the mitral valve and abraded the lv. The patient was taken to surgery, the defect was patched, and the patient underwent a mitral valve annuloplasty with substantial irrigation of the lv to remove any clots. The patient was reported to be fine. Further information has been requested from the physician; however, no information has been received at this time. We will forward any new information as soon as it becomes available.